Event description:
Clinical staff opened a boston scientific angiojet¿ solent¿ omni 120 cm x 6f thrombectomy set to use, and the product itself did not operate properly. The angiojet¿ solent¿ omni device was not priming accurately and one of the pieces, the balloon, did not function properly. Clinical staff opened a new package and that one worked fine.